Event description:
It was reported that bd intima-ii¿ closed IV catheter system was broken before use. The following information was provided by the initial reporter: on (B)(6) 2020, bd needle was disassembled, and the needle tip (catheter tube) was found to be broken during verification for the child's infusion.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0063922. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot; microscopic inspection of the retained units found the that devices were free of any abnormalities or other defects. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was broken before use. The following information was provided by the initial reporter: on (B)(6) 2020, bd needle was disassembled, and the needle tip (catheter tube) was found to be broken during verification for the child's infusion.